Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported " took several attempts to open from the packaging. The scrub tech eventually had to cut the paper". This record is for the left side. Device remains implanted.